Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.